Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 in which the surgeon was using a synthes low-profile wrist fixator kit, the clamp would not work properly. It could not fix the schanz screw as it should have. Surgeon had to use a new kit, and no further complication was reported. No injury to the patient reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Additional device manufacture dates: 12/1/10, 12/7/10, 11/16/10, and 11/16/10. An additional evaluation was conducted by (B)(4) and the report states: the low profile wrist fixator was forwarded to the responsible product unit for evaluation. It was determined the clamp was not working properly because the retaining screw was not holding. Through simple pressing during tightening it was possible to fix the screw as it should. The complaint condition is likely the result of wrong assembling/handling. Further, a manufacturing evaluation was performed and the report states the following: synthes (USA) (B)(4) manufactured the articulating wrist fixator (the clamp) and the screws were made in synthes (USA) (B)(4). Due to an unknown cause the clamp would not hold the screws in place. The material and diameter of the screw were found to conform as well as the material and hole-size in the clamp. Upon testing, all of the clamps hold the screws and everything seems to work correctly. Finally, a review of the device history record(s) (DHR) showed there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.